Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the 70cc tah-t exhibited a tear in the cannula, the tah-t system continued to perform its life-sustaining functions. The cannula piece with the tear has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient observed a small tear in the 70cc tah-t cannula. The customer also reported that the 70cc tah-t cannula was successfully repaired by the hospital staff by cutting off the piece with the tear. There was no reported adverse patient impact as a result of the cannula tear and subsequent repair.

Manufacturer narrative:
The customer-reported tear was confirmed through visual and physical examination of the returned section of cannula. The cannula piece showed evidence of a tear in the section of the cannula connected with the cpc connector, just below the cpc connector. There are multiple contributing causes of cannula tears. As identified in previous cannula tear investigations, patients supported by portable drivers are more likely to place increased stress on the cannulae. These stresses are concentrated where the effective stiffness of the cannula changes, specifically at the velour/cannula junction and the driveline/cannula junction. The increased stresses at these junctions can lead to a cannula tear. This is caused by the different material behaviors of the pvc cannula material, the stainless steel reinforcing wire, the cpc connector and the cannula velour when placed under flexural, rotational or tensile stresses. Wear occurs at the surface or between pvc layers, eventually leading to tear initiation. Syncardia has an open CAPA (corrective and preventive action) to address the cannula tear issue. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.